Event description:
Reporter said she had a hysterectomy procedure on (B)(6) 2015 and interceed (absorbable adhesion barrier) was implanted. Reporter developed abdominal pain, pelvic pain rectum pain and pressure. The reporter was admitted on (B)(6) 2015 for abdominal pain and a hole in her abdomen and was discharged. On (B)(6) 2015 she was readmitted for the same issues including a high fever. A surgery was done and the surgeon found interceed in her vagina, central perforation of approximately 1 cm at the apex of her vagina with extrusion of interceed through the central perforation. The interceed extruded was removed in full. On (B)(6) 2015 another surgery was done and the surgeon noted fluid in the pelvic, consisting with pelvic abcess and bowel prolapse, small bowel that appeared to have some adhesions down and had stacked on top of the vagina path. It was removed by the surgeon to clear the vagina path.